Event description:
The electrode would not seat properly into the machine's cable therefore it was unable to be used.what was the original intended procedure?vaginal dilation and curettage with hysteroscopy.